Manufacturer narrative:
H.6. Investigation summary: material #: 368607. Lot/batch #: 3040672. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was blood leakage or splatter. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details customer observed leaking blood when drawing patients. Sm 368607_3040672 leaking blood.

Manufacturer narrative:
E.4 initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was blood leakage or splatter. The following information was provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details customer observed leaking blood when drawing patients. Sm 368607_3040672 leaking blood.

Event description:
It was reported that while using the bd vacutainer® eclipse¿ blood collection needle that there was blood leakage or splatter. The following information was provided by the initial reporter: hazard, injury or erroneous results details customer observed leaking blood when drawing patients. Sm 368607_3040672 leaking blood.

Manufacturer narrative:
D.10 device available for eval? Yes d.10 returned to manufacturer on: 31-aug-2023 bd received 5 samples for investigation. The samples were evaluated by functional testing, each used to draw 10 vacutainer tubes, and the indicated failure mode for leakage with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 10 vacutainer tubes, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.